Event description:
Additional information was received from the healthcare provider (hcp). To resolve the inability to communicate with the implant and stimulation changes/inconsistent output under normal conditions, the hcp reported they discussed with the manufacturer representatives (rep) who determined the battery and lead needed to be replaced. The hcp stated the replacement took place on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that a couple of months ago the patient noticed they were no longer feeling stimulation. The patient stated that under normal circumstances they could feel the stimulation but not constantly, and they felt the stimulation increase when they made certain movements or had their body in a certain position. The patient tried bending over and doing other movements, but they could not feel the stimulation at all. The patient tried to connect to the ins, but they kept getting the 'device not responding' error message. The patient confirmed they had the communicator positioned over the ins. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they have an appointment with their healthcare provider (hcp) next month to get the ins replaced.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the inability to connect with the device. It was unknown if the issue was resolved. It was unknown if the loss of stim was resolved or if it was caused by normal battery depletion. The cause and resolution of the inconsistent outputs/ stimulation changes was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.